Manufacturer narrative:
A2: date of birth: patient was born in 1962. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid flow from the minicap transfer set with the twist clamp in the closed position. This occurred during use of the device for peritoneal dialysis therapy, after the minicap was removed from the transfer set. The patient clamped the transfer set and continued therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.